Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes:(B)(4) surgical intervention device code: (B)(4) - hernia recurrence occured additional information. Additional narrative: it was reported that following insertion the patient experienced pain. It was reported that patient underwent mesh removal on (B)(6) 2015 by (B)(6) at (B)(6)due to recurrent hernia. It was reported that patient underwent mesh removal on (B)(6) 2015 by (B)(6) at (B)(6) due to infection.

Manufacturer narrative:
Date sent to FDA: 6/26/2019.